Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the transcatheter valve was replaced due to moderate-severe prosthetic valve stenosis and aortic insufficiency. The severity was not reported. Patient symptoms were not present. The event resolved 5 days following the transcatheter valve replacement.

Event description:
Additional information was received which indicated that there was mild paravalvular leak and trace transvalvular regurgitation.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the aortic insufficiency noted was minimal.

Manufacturer narrative:
Device analysis: the valve was received inside a heart valve return kit, fully submerged in cloudy 0.2% glutaraldehyde solution. Visual examination of the explanted valve noted a reduced inflow orifice with notable outflow ellipticity. Leaflet 1 (l1) was observed in a closed position, leaflet 2 (l2) was in an open position, and leaflet 3 (l3) was partially closed. Leaflet 1 was immobile while leaflets 2 and 3 exhibited restricted leaflet mobility. Restricted leaflet mobility appeared to correlate with visible calcification. The l1 outflow view noted pannus growth lined the margin of attachment (moa), with calcification nodules present at the superior coaptive junctions (scj) of commissure 3-1 and commissure 1-2, accompanied by adjacent tissue deterioration. Intrinsic and extrinsic calcification infiltrated the belly. The l1 inflow view noted calcific nodules on the inferior coaptive area (ica) between l1-l3, with tissue deterioration along the moa. Additional calcification was noted on the ica between l1-l2 and throughout the belly. Tissue deterioration was observed at the mid-belly adjacent to the calcification. The l2 outflow view noted pannus growth lined the moa, extending toward the scjs of commissure 2-1 and commissure 2-3. Calcification with visible tissue deterioration was noted adjacent to pannus growth at the scj of commissure 2-3. The l2 inflow view noted calcification nodules on the icas between l2-l1 and l2-l3. The l3 outflow view noted a large cluster of calcific nodules present at the scj of commissure 2-3, which extended to the belly and along the moa. Tissue deterioration associated with calcification was observed along the scj of commissure 3-1, which resulted in a large perforation in the leaflet. The free edge of l3 remained attached to commissure 3-1. The l3 inflow view noted extensive calcific nodules infiltrated the moa, which approached the icas and extended into the belly. The perforation associated with calcification extended along less than half of the leaflet¿s moa. All commissure were encapsulated by pannus, with calcific nodules noted distal to each commissure. Visual inspection of the sutures revealed the sutures along the outer frame were covered by pannus growth, with no apparent damage to exposed sutures. The outflow valve frame exhibited ellipticity; however, no visible bends, kinks, or fractures were observed. The outer surface of the valve noted glistening off-white pannus adhered to the outer frame surface, which extended to the margin of attachment of all leaflets. A thick layer of pannus adhered along the circumference of the outflow frame. A thick layer of glistening off-white pannus adhered to the inflow crowns, which extended into the inner lumen. A pannus appendage partially extended outward. Radiographic imaging revealed calcification on all leaflets and commissural regions, and on the host tissue adhered to the outflow f rame. No stent fractures were detected. Updated data: b5, h2, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the active surgical valve was a non-medtronic surgical valve. As reported, the coronary artery bypass graft (CABG) was performed due to a single coronary vessel disease. The patient was discharged 5 days following the valve revision to a skilled nursing facility.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 2 months following the implant of a transcatheter valve, the valve failed due to stenosis. No patient complications have been reported as a result of this event.

Event description:
Additional information received indicated that approximately 6 years and 3 months following the valve implant a transesophageal echocardiogram (tee) identified the transcatheter stenosis. Approximately 6 years and 5 months following the valve implant, the patient was admitted to the hospital. An echocardiogram identified bioprosthetic valve dysfunction and heart murmur on exam. A referral to the cardiothoracic surgeon was made. Approximately 10 days later, a coronary artery bypass graft (CABG) to 1 vessel was performed, a left atrial appendage was excised, and the transcatheter valve was explanted and replaced with an unspecified surgical valve. Prolonged hospitalization occurred. The event was reported as unresolved.

Manufacturer narrative:
Product analysis: the product has been returned and the results of the analysis are pending. Updated data: a4, b1, b2, b5, b7, d6b, d9, h1, h2, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.